Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients spouse that the patient had passed away and was found deceased on the floor. The spouse had requested the device be checked to identify when the device ¿stopped working¿. The cause of death has been requested and not received.

Manufacturer narrative:
Concomitant medical products: evolutr-29 implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died and the patients spouse had queries as to when the implantable pulse generator (ipg) system stopped working.